Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was received emergency medical services and hospitalized for high blood glucose and stroke on (B)(6) 2020. Blood glucose reading was 600 mg/dl. The customer stated that insulin pump was alarming. The customer was treated with insulin drip and manual injection at the hospital. Customer had symptoms such as dizziness, headache and pain in legs. The customer stated that insulin pump was working fine. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.